Event description:
In 2009, the patient reported receiving and e4 (occlusion) error on his infusion device while attempting to bolus 9.9 units of insulin. He stated that he had a sinus infection and his blood glucose was elevated to 190 mg/dl at the time of the report. He stated this is his 3rd ER in the past 24 hours. He disconnected from the infusion site and primed without error. He changed the infusion site and was able to complete the bolus without error. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.